Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, a foreign material was found on the surface of the optic after implanted the iol. The coating material inside the cartridge was peeled off and remained as a foreign material in the patient's eye. At the time of irrigation/aspiration, it was peeled off with a cannula and removed outside the eye. The surgery was completed. There are three medical device reports associated with this event. This is case 1. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis, the unopened samples were returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been five other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5., h.3., h.6. And h.10. The used company device was not returned. Ten unopened company device were returned loose in a plastic bag. All ten samples were evaluated. The returned unused company device were opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. The company device were functionally tested per the instructions for use (IFU). No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company device were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The lens model and viscoelastic indicated are qualified. An unqualified non-company handpiece was indicated. Root cause: the root cause for the reported complaint could not be determined. No determination can be made without physical evaluation of the complaint sample. Per the IFU: the company device are qualified for use with compatible company device handpieces for the surgical implantation of company qualified foldable iols. Company device foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received there is no potential health impact.